Manufacturer narrative:
The customer reported that their central nurse's station (cns) shut off unexpectedly and it kept rebooting. The unit was monitoring a mix of bsm's and transmitters at the time.

Event description:
The customer reported that their central nurse's station (cns) shut off unexpectedly and it kept rebooting.